Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use cardiosave intra aortic balloon pump (iabp) had compressor issue. There was no patient involvement.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had a compressor issue.there was a leak in the pim module which was replaced.there was no patient involved.

Manufacturer narrative:
Updated field: b4; b5; d9; g3; g6; h2; h3; h6 investigation findings, medical device problem code, investigation conclusions, type of investigation, component code; h11 a getinge field service engineer (fse) evaluated and found a leak in the pim module, which was replaced (0997-00-1178). The fse stated there was no issue with the compressor. All functional and safety tests were performed to factory specifications. The unit was cleared for clinical use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing department (fat), wayne, nj, on september 3, 2025. The failure analysis and testing department received part number 0997-00-1178 with a reported unit failure of a compressor issue and the pim having been replaced. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in the cardiosave test fixture, serial number (B)(6), and tested the part to factory specifications per the cardiosave service manual, part number 0070-00-0639 revision r. No failure was confirmed. The part is being retained in the failure analysis and testing department per procedure number 0002-07-d008 revision au.